Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 22.0 diopter (d) intraocular lens (iol) was going to be explanted due to the incorrect lens power selected. The lens was explanted on (B)(6) 2017. The physician stated that there was noting wrong with the lens and the issue was due to selection of the power that was selected using the ora (ocular response analyzer) equipment during surgery. The lens was explanted and replaced with a zxt150 24.5d. There was no adverse event and the patient was doing well. It was also reported that the lens was discarded and will not be available for evaluation.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.